Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿pressure of the filler¿ and ¿turned red and became a little swollen¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: adverse events: device/injection-related adverse events occurring in = 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Two subjects (0.7%; 2/270) reported 3 serious adverse events (saes) that were considered to be related to the device. Approximately 6 months after treatment, after being scratched near the treated area by a tree branch, one subject experienced inflammation under the left eye. The subject also experienced nodularity in the right cheek approximately 7 months after treatment. The second subject experienced lumps in the cheeks approximately 7 months after treatment. A couple of days before the onset, the subject experienced myofascial pain and body aches. Treatment of the saes included topical steroids, oral antibiotics, intralesional steroids, anti-inflammatory medication, and hyaluronidase. All events resolved. All device/injection-related aes after repeat treatment were mild to moderate, required no action, and resolved without sequelae. Generally, device/injection-related aes were less severe after repeat treatment compared to initial/touch-up treatment, and most resolved within 3 months. Similar to the initial/touch-up treatment, 3 subjects experienced a device/injection-related ae that lasted more than 180 days, but all resolved without requiring any treatment. Device/injection-related adverse events occurring in = 1% of subjects included injection site swelling (0.6%), injection site pain (0.6%), and injection site papule (0.6%). The following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery. Instructions for use: with patients who have localized swelling, the degree of correction is sometimes difficult to judge at the time of treatment. In these cases, it is better to invite the patient back to the office for a touch-up treatment. Patients may experience treatment site responses, which typically resolve within 2 to 4 weeks. Ice may be applied for a brief period following treatment to minimize swelling and reduce pain.

Event description:
Patient reported being injection with 2 syringes of juvéderm voluma® xc, 1 syringe of juvéderm volbella® xc, and 1 syringe of juvéderm vollure¿ xc in the marionette lines, cheeks, under the eyes, tear troughs, and nasolabial folds. Around a month later they were doing yoga and they felt pressure of the filler coming up into their eyes and the injection sites under the eyes and tear troughs turned red and became a little swollen. The patient saw the injector who prescribed doxycycline and zyrtec and the symptoms resolved. Then 2 months later the patient got bronchitis and were prescribed levaquin, and the swelling and redness flared up under the eyes. The patient was given a medrol dosepak, prednisone, and zyrtec. The symptoms resolved again, but then three months after injection the symptoms returned with swelling, tender, and hot to the touch under the eyes worse than before. The patient was treated with intralesional cortisone injections by the injector. The patient has hay fever allergies, no history of autoimmune disease, was not on any concomitant medications, has had prior juvéderm®, juvéderm voluma® xc, juvéderm volbella® xc, and juvéderm vollure¿ xc. No diagnostic testing was performed. Symptoms are ongoing.

Event description:
Patients symptoms fully resolved approximately 5 months after dermal filler injection.